Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/30/2020. Evaluation: a failed suture needle was submitted for fractographic evaluation to assess the fracture mode of the failure. A blunt tip was observed on the needle. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The needle has a blunt surface at the tip. The evaluation revealed the needle had a blunt tip and no fracture evidence was identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: are there any future interventions; including x-ray planned to locate the broken needle tip? =>no further information is available. Was the procedure completed successfully? =>no further information is available. Was there any adverse consequence associated with the patient? =>there were no adverse consequences to the patient. Event date =>no further information is available. Initial procedure date =>no further information is available. What is the patient's current status? =>there is no problem in the patient's condition. Lot number =>the lot number is pd6860. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy procedure on an unknown date; and a suture was used. During the procedure, the surgeon felt that it was extremely harder to pass the needle through the tissue than usual as its shape was unusual but later on realized that the needle had been broken before use. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4) date sent to the FDA: 7/14/2020 additional information: h4, h6 a manufacturing record evaluation was performed for the finished device pd6860 batch number, and no non-conformances were identified. The following additional information was received: usage site: retroperitoneum near the vaginal stump.